Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis (rpa) lab loaded inside the delivery system. The valve was deployed with an observed infold. The valve was then forwarded to the santa ana product analysis lab inside a heart valve return kit filled with cloudy red 0.2% glutaraldehyde solution. All leaflets were dry and stiff. Severe creases were found on all leaflets. As received, all leaflets appeared partially closed with a gap between the free margins. All commissures appeared intact. The valve was in a crimped, flattened state with the inflow exhibiting a d-shaped appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a recapture simulation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Annulus perimeter was 88.8 millimeter (mm) with a perimeter derived diameter of 28.3mm suggesting a 34mm evolut. Additionally, there was concentric calcium at the annulus and significant leaflet calcification. Fluoroscopic valve load inspection of the first valve was not provided for review. The first deployment attempt resulted in a shallow implant but no infold was present. An infold is noticeable at 80% after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was load and confirmed a good load, and subsequently deployed successfully. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the information provided, the infold was likely related to the valve as it was reported the valve was loaded correctly and that the infold occurred upon the second deployment attempt. Images of the load were provided for review. Images indicated that the valve had been appropriately sized for the annulus. It is possible that the concentric annular calcification and significant leaflet calcification likely contributed to the infolded valve. The system was removed from the patient and a new valve and delivery system were used for implant. The reported adverse events and severities are documented in the risk management files and instructions for use. No further safety assessment is required at this time. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, the infold was observed after the second recapture. A procedural delay may have occurred.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty was performed using a 25 mm and 26 mm z-med balloon, respectively. The valve was recaptured twice due to suboptimal positioning. Upon recapture, the valve infolded. The valve and delivery catheter system (dcs) were withdrawn from the patient's body and ex changed with a new valve and dcs of the same size and model. The implant procedure was successfully completed. Of note, no misload was reported. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-34; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023; product ID: d-evprop34; product lot/serial number: (B)(6); product type: heart valves product ID: d-evprop34; product lot/serial number: (B)(6); product type: heart valves product ID: l-evprop34; product lot/serial number: (B)(6); product type: heart valves product ID: l-evprop34; product lot/serial number: (B)(6); product type: heart valves product ID: unknown 25 mm z-med balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product ID: unknown 26 mm z-med balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.